Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Event description:
During resection of the proximal tibia the trumatch tibial cutting guide, which was specific to the patient, split centrally. The metal saw capture then fell out and the entire cutting guide split into two pieces. The surgeon is familiar with using the trumatch system and the correct size of saw blade was used. The only issue was that the tibia was over resected by 2mm but this was not detrimental to the patient. Cutting block was removed and the remaining tibia resected freehand.

Manufacturer narrative:
Examination of the submitted device confirmed the reported breakage. Review of the device history records did not reveal any manufacturing deviations or anomalies. Information was received suggesting the saw blade used in the surgery was 1.25mm non whale blade. The attune / trumatch resection guide system technique, 0612-04-514 07/13, page 8, figure 13 states " caution: perform the proximal tibial resection with a 1.19 mm whale tail saw blade (figure 13)". The investigation could not draw any conclusions about the root cause of the breakage; however, the use of a depuy non-recommended cutting blade could be a contributing factor. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.